Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated. A review of the data analysis indicates that the sensor session was started on 10/22/2023 at 9:17 pm. The patient wore the sensor for 9 days and the sensor session ended on 11/01/2023 at 5:19 pm. Performance data was reviewed for the time period in question and indicates that the high glucose alert was triggered at 11:07 pm at night with an audio volume of 40 percent. This alert repeated every 5 minutes at 40 percent audio volume until the following morning at 6:35 am when it was confirmed by the patient. Data investigation could not confirm no audio output on 10/31/2023. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2023. It was reported that no audio output occurred. The patient was asleep on (B)(6) 2023 when they were unaware that they were hyperglycemic. Upon waking, the patient did not feel well. She stated she was nauseated, lightheaded, could not keep water down and was foggy ¿like sandpaper & rubbing her organs¿. The cgm (continuous glucose monitor) was displaying ¿high¿, so the patient checked her bg (blood glucose), and it was 450 mg/dl; however, she did not receive an alert from the cgm. The patient called an uber to take her to the emergency room where she was treated with IV insulin (units not known). The patient was in the ER (emergency room) for 18hrs and discharged on (B)(6) 2023 at 6:00pm. Upon discharge, the patient was feeling better. At the time of the report, the patient was in stable condition. Data was received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. The patient¿s nurse reported that the patient had experienced no audio alerts which resulted in a trip to the emergency room (ER). At the time of the event, the patient was sleeping and did not hear an audio alarm notifying the patient of their hyperglycemia state. After waking up and realizing that the blood glucose (bg) level was above 400 mg/dl, the patient went to the hospital ER (via uber driver) and was treated with insulin to lower the bg level. After 18 hours the bg level had stabilized and the patient was discharged to home in good condition. At the time the nurse reported the event, during troubleshooting it was found that the alert setting for ¿high¿ on the patient¿s phone was turned off, and that was why the patient did not hear any alert. At the time of the report, the patient was in stable condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.